Manufacturer narrative:
This supplemental report is being submitted to provide additional information.

Event description:
Hold for dn 9/13the customer reported to olympus, the endoeye flex deflectable videoscope generated image noise e (including vertical line/ horizontal line/ spotted noise) and displayed error code e226 and error code e227 (scope communication error). The issue was found during [event]. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The evaluation found due to damage on charged coupled device (ccd) unit, e216(scope communication err) occurs and due to damage on ccd unit, the image disappears during angulation in up/ down directions. Furthermore, the following additional issues were identified during inspection: bending section cover (a-rubber) has a scratch, and the adhesive on the a-rubber has a chip, DHR review of the subject device confirmed that the device was shipped in accordance with specifications. There was no non-conformity of the device during manufacturing. A definitive root cause cannot be identified. However, it is presumed that the defects were caused due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including ic chip and capacitor, mounted on the electric circuit board had a defect. Olympus will continue to monitor the field performance of this device.